Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 -(serial no) was incorrectly documented in the initial report. The section d4 -(serial no) has been updated.

Event description:
A customer reported the error message, "scan again in 10 minutes and replace sensor," while wearing the adc freestyle libre sensor. On 07-jul-2021, as a result, the customer experienced weakness and vommiting and was unable to treat themselves. Hcp contact was made and the customer was provided "insulin and other supplements" for a diagnosis of hyperglycemia. The customer was hospitalized for 2 days. No additional information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes and replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced weakness and vomiting and was unable to treat themselves. Hcp contact was made and the customer was provided "insulin and other supplements" for a diagnosis of hyperglycemia. The customer was hospitalized for 2 days. No additional information was provided. There was no report of death or permanent injury.